Event description:
It was reported that the right ventricular (rv) lead was unable to be successfully implanted as when the physician tried to relocate the lead in the left bundle branch, the lead was not in the desired position. When attempted to retract the helix, it broke and was separated from the lead, remaining inside the body. Efforts were performed to remove the broken portion, however, it was unable to be retrieved. Subsequently, a new rv lead was successfully implanted. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The distal portion of the helix tip was not returned. The helix was retracted with dried body fluid and tissue in the helix housing. An x-ray was obtained and revealed that the helix tip was fractured. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position/reposition the lead caused the helix to break.

Event description:
It was reported that the right ventricular (rv) lead was unable to be successfully implanted as when the physician tried to relocate the lead in left bundle branch, the lead was not in the desired position. When attempted to retract the helix, it broke and was separated from the lead, remaining inside the patient body. Efforts were performed to remove the broken portion, however, it was unable to be retrieved. Subsequently, a new rv lead was successfully implanted. No additional patient adverse effects were reported. The lead was returned for analysis.